Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 115 mg/dl. Reportedly, the customer went to their nearby pharmacy after the call to get manual injections for alternate therapy; customer declined follow-up to determine if back-up therapy was successfully obtained.